Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported a (B)(6) year-old caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast implants and was diagnosed with multiple sclerosis and lupus postoperatively. Within two years of implantation, the patient reported systemic symptoms including hair loss, muscle cramping, swollen lymph nodes, brain lesions and brain atrophy. The patient remarked that she suspects mold might be in the implants, but did not specifically allege as such. No pathology report or physician statements were provided. The devices have not been explanted nor returned to mentor for analysis, thus we are unable to provide independent confirmation regarding the presence of microbial contamination. This information is still being included in this report out of an abundance of caution. Should additional information be made available, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis.